Manufacturer narrative:
Follow-up #1: date of submission 04-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 11/09/2017 with the following findings: the pump's black box showed multiple language file corrupt alarms. The battery compartment threads were cracked. The pump alarmed with a call service 052 alarm when powered on.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs069. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.